Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer uses novolog insulin. Customer's blood glucose level was 229 mg/dl. Customer was advised to clear the alarm with the esc and act buttons. Customer was advised to replace the plunger and verify if the insulin exits the tubing. Customer stated that the insulin did not exit. Customer was advised to manually push the plunger to see if the insulin exits the tubing. Customer stated that the insulin did not exit the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised that changing the reservoir resolved the issue. Customer was also advised to return the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Reliability analysis (it mass update). Evaluated 1 opened/used reservoir. Performed pre-fill reservoir test. Reservoir failed per spec. Occluded anomalies found during analysis.